Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a native bicuspid valve (sievers type 1 right coronary cusp and non-coronary cusp fusion), the right femoral artery was accessed with a routine cutdown, and a 22 fr sheath was inserted. A medtronic guidewire was inserted and crossed the aortic valve. The implanting team performed a pre-implant balloon aortic valvuloplasty (bav) with a 24mm non-medtronic (true) balloon. The valve and delivery catheter system (dcs) were inserted over the aortic arch. The distal tapered cone of the dcs crossed the annulus, but the capsule would not cross. It was inspected under several different fluoroscopic angles without an identified restriction. The dcs was maneuvered by pulling back and then pushing forward, however, would not cross the annulus. The physician attempted twice to deploy the valve to 80% with controlled pacing. The valve remained too shallow and was recaptured into the dcs both times. The patient¿s blood pressure ¿had been low and was dropping¿. An echocardiogram was performed and showed new mitral insufficiency. The dcs was removed with some resistance and was inspected. A ¿bulge¿ was identified on one side of the inflow of the valve. As the valve was removed from the dcs, an infold was observed on the valve frame and a piece of calcium came out. A new valve was loaded onto a new dcs and inserted over a non-medtronic guidewire with some continued resistance noted. The valve was deployed at a depth of 4mm/6mm, however, upon final deployment the dcs sprang on the release of the valve paddles and the valve was positioned at a final depth of 2mm/2mm. The patient¿s blood pressure had stabilized, and the mitral regurgitation had improved to mild. There was trivial paravalvular leak noted and the mean gradient was 5mmhg. No additional adverse patient effects were reported. Additional information was received that a misload was not identified during loading. The cause of the catheter to sprang on release of paddles at final deployment was unclear; however, the patient¿s sievers type 1 bicuspid right coronary cusp and left coronary cusp fusion, tension on the delivery catheter system (dcs) and short ascending aorta were potential causes. In addition, it was possible a built-up pressure in the system was a contributing factor. The dcs interaction with the valve frame causing the valve to be pulled up to a depth of 2mm/2mm looked more like a boomerang affect final release catheter jumped back but unclear if the final release of paddle pulled the valve. No procedural delay occurred as a result of the infold. Mild-moderate paravalvular leak was observed. It was noted that fluids and unspecified medicines given by the anesthesiologist were provided to address the hypotension, drug name and dosage were not provided. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34 (lot: 0011487658); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.